Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12855. It was reported the patient has not had effective coverage of left groin area since the permanent implant. The patient will meet with physician to determine the next course of action. Note the patient has two leads with different lot numbers implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.